Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a short sample error on unicel dxc 600i synchron access clinical system. The customer found autogloss was leaking around the wash cup due to buildup. Although the autogloss is not a hazardous reagent, the leak around the wash cup may contain biohazardous material. The customer was wearing personal protective equipment and no injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) replaced the peri pump tubing and the system was resumed.